Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has one child. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), abdominal pain (seriousness criterion hospitalization), headache ("headaches"), migraine ("migraines"), weight increased ("weight gain"), vaginal discharge ("abnormal vaginal discharge"), loss of libido ("loss of libido"), back pain ("lower back pain"), kidney infection ("kidney infections"), dizziness ("dizziness"), vision blurred ("blurred vision") and rash generalised ("constantly has rashes on her body"). At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, headache, migraine, weight increased, vaginal discharge, loss of libido, back pain, kidney infection, dizziness, vision blurred and rash generalised outcome was unknown. The reporter considered abdominal pain, back pain, dizziness, genital haemorrhage, headache, kidney infection, loss of libido, migraine, pelvic pain, rash generalised, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has one child. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), abdominal pain (seriousness criterion hospitalization), headache ("headaches"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), loss of libido ("loss of libido"), back pain ("lower back pain"), kidney infection ("kidney infections"), dizziness ("dizziness"), vision blurred ("blurred vision") and rash generalised ("constantly has rashes on her body") and was found to have weight increased ("weight gain"). The patient was treated with wear glasses. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, headache, migraine, weight increased, vaginal discharge, loss of libido, back pain, kidney infection, dizziness, vision blurred and rash generalised outcome was unknown. The reporter considered abdominal pain, back pain, dizziness, genital haemorrhage, headache, kidney infection, loss of libido, migraine, pelvic pain, rash generalised, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain'), genital haemorrhage ('excessive bleeding') and kidney infection ('kidney infections') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has one child. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), abdominal pain (seriousness criterion hospitalization), kidney infection (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), loss of libido ("loss of libido"), back pain ("lower back pain"), dizziness ("dizziness"), vision blurred ("blurred vision") and rash generalised ("constantly has rashes on her body") and was found to have weight increased ("weight gain"). The patient was treated with wear glasses. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, kidney infection, headache, migraine, weight increased, vaginal discharge, loss of libido, back pain, dizziness, vision blurred and rash generalised outcome was unknown. The reporter considered abdominal pain, back pain, dizziness, genital haemorrhage, headache, kidney infection, loss of libido, migraine, pelvic pain, rash generalised, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information and references from deleted duplicate case (B)(4) were entered. The reporter's information was updated and a new reporter was added. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abdominal pain ('abdominal pain'), genital haemorrhage ('excessive bleeding') and kidney infection ('kidney infections') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has one child. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), abdominal pain (seriousness criterion hospitalization), kidney infection (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge"), loss of libido ("loss of libidohormonal changes"), back pain ("lower back pain"), dizziness ("dizziness"), vision blurred ("blurred vision"), rash generalised ("constantly has rashes on her body/rash/skin condition"), dysmenorrhoea ("dysmennorhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and skin disorder ("rash/skin condition") and was found to have weight increased ("weight gain"). The patient was treated with wear glasses. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, kidney infection, headache, migraine, weight increased, vaginal discharge, loss of libido, back pain, dizziness, vision blurred, rash generalised, dysmenorrhoea, menorrhagia, psychological trauma, fatigue, gastrointestinal disorder and skin disorder outcome was unknown. The reporter considered abdominal pain, back pain, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, kidney infection, loss of libido, menorrhagia, migraine, pelvic pain, psychological trauma, rash generalised, skin disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for dysmennorhea (cramping),pelvic pain . Abdominal,back pain , psychological injury diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: dysmenorrhea, menorrhagia, psychological injury, fatigue, gi conditions were added. Lab data were added.event verbatim : constantly has rashes on her body/rash/skin condition, loss of libido hormonal changes were updated: incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in a 34-year-old female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity in 2019, gerd in 2013, anxiety in 2013, nausea and vaginal delivery. Plaintiff has one child, patient's current weight 204 lbs. Concomitant products included esomeprazole from 2013 to 2018, ethinylestradiol;norethisterone acetate (loestrin) (B)(6) 2013, fluoxetine hydrochloride (serafem) since 2018, ranitidine hydrochloride (zantac) from 2018 to 2019 and sertraline hydrochloride (zoloft) from 2013 to 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("excessive bleeding"), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion hospitalization), back pain ("lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and eczema ("eczema"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced vaginal discharge ("abnormal vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), kidney infection ("kidney infections"), loss of libido ("loss of libido hormonal changes"), dizziness ("dizziness"), vision blurred ("blurred vision"), rash ("constantly has rashes on her body/rash/skin condition"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), gastrointestinal disorder ("gi conditions") and skin disorder ("rash/skin condition"). The patient was treated with wear glasses. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, kidney infection, headache, migraine, weight increased, vaginal discharge, loss of libido, back pain, dizziness, vision blurred, rash, dysmenorrhoea, menorrhagia, psychological trauma, fatigue, gastrointestinal disorder, skin disorder, female sexual dysfunction, eczema and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dizziness, dysmenorrhoea, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, kidney infection, loss of libido, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for dysmennorhea (cramping),pelvic pain . Abdominal,back pain , psychological injury "discrepancy" noted in date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion(as per pfs) satisfactory appearance(as per mr). Imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received: new events were added: apareunia (inability to have sexual intercourse), eczema, hair loss. Lot number was added. Event onset date, patient history, lab data, concomitant drugs were added. Reporter information were updated. Genital hemorrhage and kidney infection downgraded to non-serious from medically significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in a 34-year-old female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity in 2019, gerd in 2013, anxiety in 2013, nausea and vaginal delivery. Plaintiff has one child, patient's current weight 204 lbs. Concomitant products included esomeprazole from 2013 to 2018, ethinylestradiol;norethisterone acetate (loestrin) (B)(6) 2013 to (B)(6) 2013, fluoxetine hydrochloride (serafem) since 2018, ranitidine hydrochloride (zantac) from 2018 to 2019 and sertraline hydrochloride (zoloft) from 2013 to 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("excessive bleeding"), 1 month after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion hospitalization), back pain ("lower back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and eczema ("eczema"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and experienced vaginal discharge ("abnormal vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), kidney infection ("kidney infections"), loss of libido ("loss of libidohormonal changes"), dizziness ("dizziness"), vision blurred ("blurred vision"), rash ("constantly has rashes on her body/rash/skin condition"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), gastrointestinal disorder ("gi conditions") and skin disorder ("rash/skin condition"). The patient was treated with wear glasses. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, kidney infection, headache, migraine, weight increased, vaginal discharge, loss of libido, back pain, dizziness, vision blurred, rash, dysmenorrhoea, menorrhagia, psychological trauma, fatigue, gastrointestinal disorder, skin disorder, female sexual dysfunction, eczema and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dizziness, dysmenorrhoea, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, kidney infection, loss of libido, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for dysmennorhea (cramping), pelvic pain . Abdominal,back pain , psychological injury discrepancy noted in date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion(as per pfs) satisfactory appearance(as per mr). Imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.